Manufacturer narrative:
Investigation of this report is currently in progress.

Event description:
On 11/6/2006, nellcor rec'd a report where it was claimed that the device developed a leak between the inner and outer cannula. The caller reported that replacement of the tube was required. This report is associated to the third occurrence on 2936999-2006-00879.